Manufacturer narrative:
(B)(4).

Event description:
The patient experienced meningitis. The pump was explanted on (B)(6) 2011. The plan was to re-implant another pump in one week from the date of this report.